Event description:
It was reported that in 1997 the plaintiff underwent a right rotator cuff repair in response to a "massive rotator cuff repair" and rupture of the biceps tendon. Diagnostic arthroscopy was also performed. 2-0 vicryl was used to repair the partially delaminated portion of the cuff. 2-0 vicryl was also used to close subcutaneous tissue. The attorney alleges that the sutures used were not sterile, thus the plaintiff developed a post operative infection resulting in a permanent damage and disability.